Event description:
It was reported that during routine inspection of the external pulse generator (epg), the biomedical engineer found that the case and the output connector were broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case and atrial output connector were broken. It was also noted that the upper case was broken, one bail cover was broken, the ring cover was broken, one case screw was missing, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and smudged, the device failed atrial alternating current rejection testing due to the main printed circuit board (pcb) being out of specification, and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis isolated the failure to a hybrid circuit component on the main pcb. The pcb was cleaned, solder joints were touched up, and the component was replaced, after this was performed the functional test passed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).